Event description:
The patient reported that he is experiencing the infusion headset separating from the adhesive. The patient reported that the adhesive appears to be separating. In addition, the patient reported that at times the infusion set becomes dislodged from his skin. The patient stated that he would change the headset and replace with a new one. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.